Event description:
Customer's family member called to report that family member was unable to prime. It was stated that the manual prime did not stop and all the insulin was pushed out. Additionally, family member stated that when family member removed the finger from the activate button, the insulin continued to drip unitl the reservoir was empty.